Event description:
A critical alarm, confirmed by telemetry was reported. The alarm was due to zero ml. It was stated that a catheter revision was done on (B)(6) 2011. The programmer 'still showed 4.7 ml' and the low reservoir alarm was programmed to 1 ml, but the critical alarm was 'still sounding'. Drug/dose delivered via the device was not reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk; catheter model: 8598a, ti tip, spinal segment revision kit, serial # (B)(4); implanted on: (B)(6) 2011; explanted on: unk. Programmer model: 8840, serial # unk.